Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : one complaint sample of drain with adapter was received for evaluation, product was inspected visually, below were detailed findings: 1.some residue traces were present inside the drain. 2.a mark was visible on the tubing area of the drain, while viewing this mark under magnification, a clear cut was visible. It is suspected that, the impacted area of the drain might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Defect sample image status : not applicable, as there was no image of defective piece was received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an spinal surgery on an unknown date and a drain was used. During surgery, suction was started after fixation with a fixation suture. There was an air noise throughout the closed wound, there was a hole in the tube when it was checked. The product was used on the muscular layer of fascia. Further details are not provided . There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? =>j2309088. Was a new drain implanted surgically to correct the situation? Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at (B)(4) and will be shipped. Please check rmao. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). The event occurred during a spinal surgery and the operation time was no extension. The product was used at the wound. There was no infection occurred. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.